Manufacturer narrative:
Event date: in (B)(6) of unknown year, the patient was hospitalized due to peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause of the event was long-term peritoneal sclerosis. The patient was hospitalized for the peritonitis event and antibiotic therapy was started. The pd catheter was removed and intraperitoneal irrigation was performed. Fifty five days after the hospitalization, antibiotic therapy was finished and two weeks later the patient was discharged. On an unreported date, dianeal therapy was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Additional information was received for the peritonitis event. The peritonitis was manifested by fever, abdominal pain and turbid pd effluent. Starting during the hospitalization, the patient was treated with abdominal administration of ceftazidime (caz) and cefazolin (cez) (dose and frequency were not reported) for the peritonitis. Due to the abdominal pain worsening and also the drainage turbidity not improving, the intravenous administration of meropenem (mepm) and vancomycin (vcm) was added. The pd catheter was withdrawn, and intraperitoneal lavage was carried out. The abdominal pain improved but the fever was persistent. A drainage procedure was carried out under echographic guidance on the 33rd day of peritonitis. The fever and inflammation findings were seen to improve after that. The crp became stabilized in the 2 mg/dl range, the administration of the antibiotics was terminated on the 55th day of peritonitis. There was no recurrence of the symptoms after that and because no definite accumulation was ascertained even with a reexamination with a gallium scan, the patient was discharged on the 69th day of peritonitis. The patient¿s outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.